Event description:
It was reported that the patient underwent an explant procedure wherein only the implantable pulse generator (ipg) was removed due to infection. No further information could be obtained.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure wherein only the implantable pulse generator (ipg) was removed due to infection. No further information could be obtained. Additional information was received that the patient's infection was around the pocket site. It was unknown if the infection was device related. The patient was placed on antibiotics and was doing better. The explanted ipg was not returned as it was retained by the medical facility.